Event description:
Consumer contacted dexcom to report the sensor gave inaccurate blood glucose readings. The consumer reported that she began to convulse until treated for the low. However, no injury sustained.

Manufacturer narrative:
Review of the data log file confirmed the reported inaccurate blood readings from the sensor. Date of medical intervention: n/a. Extent of injury: the patient began to convulse until treated for the low, but no injury sustained. Description of medical intervention: n/a. Other medications: unknown. Current condition of consumer: unknown.